Event description:
It was reported that the 9600 system would not x-ray and had pre-charge failure and regulator failure error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was found to be working as intended, and put back into service.